Event description:
Caller alleged imprecision with inratio meter. Results as follows: inratio (test 1): .09; inratio (test 2): 2.0.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B) (6) 2009, 1st inr = 0.9, 2nd inr = 2.0, mean = 1.45, sd = 0.78, %cv = 53.64. Since 53.64% cv is more than 20%, the precision test failed the criteria for precision. Additional investigation will be performed. Visual inspection revealed slight contamination on heater plate- fail. Inr results provided by the customer are registered on memory, but failed the precision criteria. Additional strip investigation was performed on strip lot 214529. Return (inr): donor1 3.1; in-house (inr): 3.2; mean: 3.15; sd: 0.07; %cv: 2.24; resol.: pass. Donor2 2.8; 2.7; 2.75; 0.07; 2.57; pass. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. In-house test results have 2.24% and 2.57%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant result was established on returned and in-house meters. No further action is required.